Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the alleged product issue first occurred at 7am on (B)(6) 2017. The patient manages their diabetes with oral medications (type and dosage unspecified) as well as with diet and/or exercise. The patient did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The reporter informed the cca that the patient developed the symptoms of ¿lethargic and loss of vision¿ 5 hours after the alleged product issue occurred. In response to this the patient reportedly self-treated by consuming additional food and/or drink at 12:30pm on (B)(6) 2017. At the time of troubleshooting the cca was unable to walk the patient through a retest as the patient did not have any testing supplies. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.